Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining that the needle disconnected from the syringe. It is unclear if the detachment was prior to or after use with a patient. Additional information has been requested regarding product use; no information is available at this time. There was no patient or clinician injury reported.